Event description:
Site called in to report that the treon monitor was working properly and would display for 10 seconds before shutting off. This event did not occur during and no patient was present.

Manufacturer narrative:
No patient information available as no patient was involved in this concern. Per RMA, a new monitor was sent to site for replacement. Per investigation of suspect monitor. No issues were observed at power up, touch, sound and image are all functional. Ran the monitor for 24 hours and no issues were observed. Not able to duplicate the issue.